Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed the pump was under warranty and arranged for a replacement while the customer planned to use multiple daily injections as backup therapy.